Event description:
It was reported that during an endoscopic bilateral tonsillectomy with adenoidectomy, the evac 70 xtra coblator wand was suddenly blocked and the wire was found broken inside the patient, and it was not retrieved, causing the patient to lose about 1 ml of blood. The primary bleeding occurred towards the end of the surgery. The procedure was completed using a s+n backup device. It is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection observed the returned instrument shows no manufacturing abnormalities. The tip is heavily worn from use and two of the electrode lines have worn off from the tip, making a portion of them missing. Product was out of the original packaging. No packaging returned. A functional evaluation revealed plugging in the device shows a 7/3 on the displays. The unit had no issues producing plasma with the remaining electrodes. The unit was not clogged and had no issues moving saline. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states the wand is an externally communicating device, it is neither manufactured nor intended for implantation. It is also not approved for long term internal tissue exposure and long-term implantation data is not available. There is also potential risk for micro-motion and/or migration, as well as local irritation or discomfort. The root cause for the blocked wand could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that could have contributed to the reported event include the suction line was not properly connected or the suction pressure used may have not supplied enough pressure in order to excavate blood and tissue, thereby causing a clog. The root cause for the eroded breakage has been associated with a component failure. Factors that could have contributed to the failure includes: using the wand above default output settings, thus causing the electrodes to become eroded extensively. Pressing the tip against hard or bony surfaces. Based on this investigation, the need for corrective action is not indicated.